Manufacturer narrative:
Regulatory report owner.

Event description:
It as reported that the alarming kept going off. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. Device evaluation: one device was received. A visual inspection found a corroded drain fitting, cracked enclosure, stained block assembly, and outdated pcb and power switch. During the functional testing, the over temp alarm went off as soon as the device was powered up. Customer complaint was confirmed. No action was taken due to the condition and/or age of the device. It was deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.